Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: upon reviewing the black box data, investigators were able to confirm power reboots in the pump history but were unable to reproduce the issue during the actual investigation. The pump powered on per normal operation with no alarms. There was no observable damage to the battery cap or the battery compartment. The battery cap contact height and width measurements were found to be within specifications. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power interruptions. The pump was opened up and no damage was found to the power circuit.